Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received the cause of the reported error message and subsequent incomplete ablation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2019-00249. During a procedure, the amplifier and dws were booted and an error message ¿amplifier disconnected¿ was displayed and an audible alarm was noted from the dws. The devices were power cycled with no resolution and each time they were power cycled, ¿database read/write/access error¿ would display. A part of the procedure which was atrial fibrillation and supraventricular tachycardia with the use of the ensite system could not be performed and was postponed as the replacement workmate claris devices were unable to be prepared. Therefore, the use of a non-abbott device was required to completed only the atrial fibrillation part of the procedure.